Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was recurrent incisional hernia.the procedure performed was recurrent incisional hernia repair with mesh. The patient has had a surgical revision and pain.